Event description:
The customer reported that the insulin gauge on their pump displayed a different amount than expected, indicating a discrepancy in the fill estimate of more than 30 units. There was no adverse impact on the customer¿s blood glucose level. After troubleshooting, the customer decided to monitor the situation and follow up if necessary. A follow-up call revealed that the customer encountered a minimum fill notification, and although there was initially insufficient usable insulin in the cartridge, the customer successfully added insulin and resumed use of the pump without further issues.